Event description:
Additional information was received that the device was explanted due to normal elective replacement indicator (eri). The patient was stable.

Event description:
It was reported that the device was in backup (bvvi) mode due to an unknown cause. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.